Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 5 weeks post routine generator replacement, the patient experienced a hematoma. The cardiac resyn chronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. Antibiotics were administered. A new crt-d system was implanted 5 days later. No further patient complications have been reported as a result of this event.